Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns therapy pt underwent vns therapy lead replacement surgery. During the surgery, the new lead was connected to the old generator and it was determined the generator still had life remaining. The original generator was left implanted. Good faith attempts to obtain additional info have been unsuccessful to date.